Event description:
New information received notes the right ventricular lead high voltage(hv) impedance had been trending upwards the past year. The hv impedance was higher than at implant, occasionally above the standard hv impedance range but mostly stable at higher values within the standard range. Due to this stability at higher values, no programming changes were made and the clinician opted for continued monitoring. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited high defibrillation impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.